Event description:
It was reported that while using the ilet bionic pancreas, the user experienced rapid swings in blood glucose during sleep and a documented event where a low glucose of 51 mg/dl was not treated before eating a meal and a subsequent snack was consumed without announcement, after which the user's blood glucose rose to 374 mg/dl. Education was provided on proper meal and snack announcements via the user interface and on treating lows before meals. No adverse clinical symptoms associated with hypoglycemia and hyperglycemia were reported. Outcomes included insufficient information to assess broader impact and the need for unexpected medication intervention to treat low glucose. Investigation included communications with the user and analysis of user-provided information. Investigation of this case revealed no device problem, and a usage problem was identified related to improper or incorrect procedure, specifically failure to follow instructions for treating lows and announcing carbohydrates, with the user interface implicated as the involved component. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.

Manufacturer narrative:
Initial.